Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during purging of this pressure monitoring set, it was noticed that the connector was completely detached. No more information provided. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The device was received for evaluation. The report of issue with the connector was confirmed, however, the connector was found broken rather than detached and the issue occurred on the IV side of the device. The IV tube adapter, where IV tube was bonded to the male connector, was completely broken from the male connector. The broken part of adapter remained inside of IV tube. Cross surfaces of broken adaptor appeared uneven and rough. No other visible damage or leakage was observed from the kit. Broken IV tubing will cause leakage. Leakage may occur for several root causes such as small cracks or connections not secured. It implies a small amount of blood/fluid loss that is unlikely to result in an injury. This generally results in the need to exchange the device, which can be done with a minor delay in treatment or monitoring. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.